Manufacturer narrative:
It was reported that, after inserting the catheter it, "came out of the patient unintentionally and the balloon no longer had any liquid inside". Due to this, a new foley catheter was placed. It was reported that the patient is now deceased, but the patient death is "unrelated to the foley issue". The customer reported there was no serious injury related to the reported incident. No additional details are available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Foley balloon deflated.

Manufacturer narrative:
Updated h6 code.